Event description:
The user facility reported that a technician stuck their finger while attempting to place the device into the sharps container. The technician is reportedly experienced with this device. Although they thought that they had activated the safety feature by pinching it between thumb and index finger, the needle was not fully shielded and locked in place. Infectious desease testing and prophylactic treatment was initiated per hospital protocol after the needle stick.